Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on refernce samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trend picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in israel. It was reported that the patient was hospitalized on (B)(6) 2026 due to hyperglycemia. Patient reported that the fracture in the insulin ring area causing insulin to leak out the blood glucose level was 500 mg/dl and the patient was treated with insulin injection and assisted with insulin sorting. Length of hospitalization is less than twenty-fours. Patient found positive for ketones. Patient experienced flu-like headache. No further information available.